Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to wear and a cut on the angle wire, bending the angle in the up direction did not meet the standard value; due to wear of the angle wire, the neutral position of the angle knob is out of the specified position; the adhesive on the distal sheath had a chip; the adhesive on the light guide lens was peeled; and the connecting tube was dented and snaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during preparation for use, the tracheal intubation fiberscope presented with no angulation when the control lever was turned on. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the coating was peeled on the connecting tube. This report is to capture the reportable malfunction of the connecting tube's peeled coating noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event was caused by stress of repeated use, external factors, or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.